Manufacturer narrative:
Zimmer biomet (B)(4). Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the implant was disengaged from the mount and when doctor was going to place the implant it fell down from the mount. Procedure was completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One tapered screw-vent implant (tsv4h10) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. The device was returned without the packaging and mount. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. Patient pre-existing conditions, tooth location, placement duration and x-ray image were irrelevant to this investigation. Picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: product packaging (pages 2 & 3). Per the applicable IFU, it is stated: 'all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use'. DHR review for the lot (63949264) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the in-process verification, packaging verification, qa final verification and material verification. Complaint history review was performed for the lot (63949264) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, implant malfunction did not occur but mount malfunction and reported event (implant/mount disengaged) could not be verified since the mount was not returned and the condition of the products/packaging as received by the customer is nonverifiable. Additionally, the coob could not be confirmed.